Manufacturer narrative:
(B)(4) date sent: 11/28/2016. Batch # (B)(4). Photographic analysis: the photo provided shows a piece of tissue and what seems to be a staple not fully formed that is been hold by a grasper. In addition a b-form staple on the tissue can be appreciated at the lower left side of the photo. Based on the photo provided alone, the event is confirmed. Unfortunately, the root cause of the issue cannot be determined from the photograph. The analysis results found that the ecs29a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was one of the staple line rings incomplete? Yes ¿ the second ring was incomplete when it was removed from the stapler after firing. What was the device dialed down to in the firing range? It was dialed to one of the lowest green lines, to give a tight staple line. The trainee firing the gun did not squeeze hard enough (the surgeon had to place his hands over theirs to complete the firing).

Event description:
It was reported that during an anastomosis procedure, the device misfired on one of the rings, creating a hole in the bowel anastomosis that would have caused a catastrophic leak if left. The whole section of bowel had to be removed and the anastomosis re-done with a new stapler; but once this was done the patient was fine. The old tissue that was taken out showed the misfired staples. The patient is stable.